Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed preventive maintenance per manufacturer's specification. The customer ran quality controls (qc), and the urine calcium method resulted out of range. The customer ran patient samples excluding urine ca and obtained errors with results. The customer reran qc and found multiple assays were out of range. The cse performed wash2. The cse ran qc, which was within specification for all assays. The cause of the discordant, falsely elevated ca results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated calcium (ca) results were obtained on patient samples on an advia 2400 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate instrument, resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca results.